Event description:
Pacemaker lead extracted and replaced. Patient with history of a dual-chamber pacemaker placed for sick sinus syndrome, coronary artery disease, was readmitted for an episode of syncope. She was walking to her car from the grocery store and syncopized without warning. She developed black eye as well as a sore shoulder and said she felt like she was hit by a truck. She was admitted recently as an inpatient and was found to have a recent increase in right atrial lead impedance concerning for fracture.